Manufacturer narrative:
(B)(4). The subject device is not available for evaluation, as it was discarded by the hospital staff. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that patient clinical condition contributed to the event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following information: " as with all prosthetic heart valves, serious adverse events, sometimes leading to death, may be associated with the use of tissue valves. In addition, adverse events due to individual patient reaction to an implanted device or to physical or chemical changes in the components, particularly those of biological origin, may occur at varying intervals (hours or days) necessitating reoperation and replacement of the prosthetic device." Prosthesis thrombosis is listed as an adverse event in the IFU. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
It was reported via the implant patient registry that this 23 mm bioprosthetic aortic valve was explanted on pod #0 due to aortic valve thrombus with embolism to the left main and acute lv failure. The patient apparently had a thrombosis/immune reaction to the subject device. This case involved a (B)(6) female with a history of peripartum cardiomyopathy. She was admitted due to symptomatic severe aortic stenosis. She underwent aortic valve replacement, emergency reinstitution of cpb with re-replacement of the aortic valve with a 23 mm bioprosthetic valve and CABG. Intraoperatively, after the implantation of the initial 23 mm bioprosthetic valve, upon closing the patient's skin, the systemic blood pressure dropped precipitously and did not respond to bolus doses of epinephrine. St-segments were relatively flat. The chest was immediately reopened. No tamponade was encountered. The heart converted to ventricular fibrillation and cardiac massage was initiated. The map was maintained in the 50s and cardiopulmonary bypass was reinstituted. Tee was replaced and the lv was found to be nearly asystolic despite initiation of bypass. The cause of the arrest was unclear. There was no sign of type a dissection. Given the lv dysfunction, there was concern for a problem with the left main. The heart was immediately cross-clamped and arrested with retrograde cardioplegia. The aorta was opened and the left main was visible and not obstructed by the valve nor was there sign of local dissection. The valve was noted to be covered with a film of thrombus. The valve was removed and then a large amount of fresh clot flushed out of the left main. The decision was made to bypass the left main and open vein was harvested. The right thigh was initially explored but suitable vein was not identified, thus the right was explored and vein harvested. The thrombus that appeared to have formed on the valve was thoroughly irrigated and the annulus re-sized, again a 23 was deemed appropriate. Consideration was given to using a mechanical valve, however the patient had made it very clear that she would not want a mechanical valve under any circumstances. No other type of bioprosthetic valve alternative was available. Vein grafts were then performed to the om and lad and the valve re-replaced as before. The valve was inspected and found to be well apposed. The coronary ostia were clear. The aortotomy was closed. She was weaned off from cpb. The chest was closed. The patient tolerated the procedure well and was taken to the cardiac ICU on moderate support.